Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, non-sustained rv oversensing and high, out of range, hv lead impedance was observed. Lead replacement was planned. During procedure, loose set screw connection was noted. Lead was reconnected to the device and the electrical values were good. Lead was not replaced. Patient's condition was fine.